Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer called to report a delivery issue and noted that due to not receiving his product he was unable to test and experienced a medical event. Customer initially called on (B)(6) 2019 and reported his adc freestyle libre sensor was giving repeated scan again in 10 minutes messages and then a replace sensor message. At the time of the original call there was no report of any treatment. Customer called again on (B)(6) 2019 and reported the delivery issue and noted that on this day he was experiencing frequent urination so he self-presented to his healthcare provider who diagnosed him with hyperglycemia and treated him with insulin via intravenous infusion. No other treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer called to report a delivery issue and noted that due to not receiving his product he was unable to test and experienced a medical event. Customer initially called on (B)(6) 2019 and reported his adc freestyle libre sensor was giving a check sensor message. At the time of the original call, there was no report of any treatment. Customer called again on (B)(6) 2019 and reported the delivery issue and noted that on this day he was experiencing frequent urination so he self-presented to his healthcare provider who diagnosed him with hyperglycemia and treated him with insulin via intravenous infusion. No other treatment was reported. There was no report of death or permanent injury associated with this event.